Manufacturer narrative:
The customer reported that their central nurse's station (cns) was experiencing intermittent dropouts for multiple transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter: model: gz-140p, s/n: (B)(4), approximate age of the device: 22 months, device manufacturer date: 04/26/2018, unique identifier (UDI) #: (B)(4). Multiple other transmitters were used in conjunction with the cns and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was experiencing intermittent dropouts for multiple transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent comm loss for multiple gz transmitters. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: during a follow-up with the customer, they indicated that they were able to resolve the issue by restarting their server. A review of the history of the identified serial number is that the issue had recurred and is reported in ticket (B)(4). In ticket (B)(4), all gzs dropped of the cns, and the issue was resolved by rebooting the telemetry server. It was indicated in the ticket that when the customer introduces a telemetry device (gz) to the network that has a duplicate ip, it interferes with the process of sending data to the correct gz (even after one of the duplicate ip devices is removed). Based on the available information, a definitive root cause could not be identified. However, it is possible that the customer may have also added a device with a duplicate ip. Other possible causes of the issue are server overload, and customer network related issues.

Event description:
The customer reported that the central nurse's station (cns) was displaying intermittent comm loss for multiple gz transmitters.